Manufacturer narrative:
Upon further review, bard medical has determined that this MDR was initially reported in error, as this event was a duplicated record of report that has already been submitted. The device was not returned.

Event description:
It was reported that the flow rate was 0.0 l/m. The complainant replaced the gel pads before calling ms&s for support, but the flow rate did not increase. Per troubleshooting, the fluid delivery line was removed, and diagnostics were run. System diagnostics were normal. When the fluid delivery line and pads were reconnected the flow rate increased to 2.6 l/pm then, fell to 1.6 l/pm. Per follow up, the device was sent to biomed, and therapy continued on a different device. Per biomed, the issue was due to a tear in the fluid delivery line.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the flow rate was 0.0 l/pm. The complainant replaced the gel pads before calling ms&s for support, but the flow rate did not increase. Per troubleshooting, the fluid delivery line was removed, and diagnostics were run. System diagnostics were normal. When the fluid delivery line and pads were reconnected the flow rate increased to 2.6 l/pm then, fell to 1.6 l/pm. Per follow up, the device was sent to biomed, and therapy continued on a different device. Per biomed, the issue was due to a tear in the fluid delivery line.